Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
Per the distributor, it was reported that the patient has to press the buttons several times to get them to work.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was intact without tearing or peeling. The up arrow, down arrow and contrast keypad buttons were responsive on testing. The ok keypad button was intermittently responsive on testing. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keys.